Event description:
The pt contacted lifescan alleging that their one touch ultra meter was inaccurately. They assumed that the meter had missing segments in the display. The medical affairs specialist (mas) spoke with the pt in 05/06. They woke in the middle of the right feeling that their blood glucose level was high. They tested with the reported meter and obtained a result they interpreted to be "720 mg/dl." They were surprised and anxious because they had never had such a high blood glucose level. They retested and obtained a result "close to 720 mg/dl." They took 35 units of regular insulin based on the meter reading. They went back to sleep and woke in approximately 2 hours, they were diaphoretic and shaky. They tested with the meter, the result was 25 mg/dl. They woke their family member for assistance and drank "all the orange juice in the house with one-half pound of sugar". They did not contact emt. They continued to test with the meter, they recalled obtaining a result of 50 mg/dl and later, higher readings. They stated that they felt ill with nausea and cold-like symptoms for the next days and missed work. The mas encouraged the pt to also contact their physician to report to the event. The customer care rep (ccr) confirmed that the meter had missing segments in the display. The pt told the mas that they realize their actual blood glucose level had been 320 mg/dl instead to 720 mg/dl, once they knew display segments were missing. They stated they would have taken "less than half of 35 units of insulin" had they known their reading was 320 mg/dl. The mas reviewed product labeling that the meter displays "hi" for results> 600 mg/dl. The meter, tests strips, and the control solution were replaced.